Manufacturer narrative:
The required information to enable further investigation at abbott diagnostics (B)(4), inc., such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to label claims.

Event description:
The customer reported conflicting results on the binaxnow covid-19 antigen card (refer to mftr report 1221359-2020-00393) and the ID now covid-19 assay. The customer reported a negative result on a nasopharyngeal swab with the binaxnow covid-19 antigen card test performed (B)(6) 2020. An hour later, a nasopharyngeal swab with the ID now covid-19 assay generated positive results. Swab type and viral transport media use information was not provided. Information regarding confirmation testing was not provided. The patient tested and confirmed positive by pcr for covid-19 twelve days prior. No additional patient information, including symptoms, treatment, and outcome, was provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Unexplained conflicting results shall be reported as it is unknown which result is correct.